Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: a review of the black box showed several unexplained power on reset events, and multiple power on reset events after a call service 128 alarm. The battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and was able to fit. Evidence of moisture corrosion was found in the battery canister and on the battery cap. A leak was found in the battery compartment. The pump alarmed with a call service 128 upon the first rewind attempt. The power complaint was unable to be adequately investigated. The pump cover was removed to find moisture corrosion to the continuous glucose monitoring module and to the power printed circuit board.